Manufacturer narrative:
.The t:slim pump user guide indicates that humalog has been tested up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was elevated (263 mg/dl). Customer delivered a correction bolus to treat elevated level. System check performed with tandem technical support that pump time was off by 10 minutes. Customer corrected time. Customer reported that cartrdiges are changed every three days. Customer was reminded that cartridges should be changed every two days when using humalog.